Event description:
It was reported that the patient experienced drainage at the spine incision site following implantation of the implantable neurostimulator 977118 intellis pro. A device site infection at the incision was identified, and the patient was treated with oral antibiotics. The infection remained ongoing and had not resolved at the time of reporting. The patient was alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.